Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Erythema (lower leg) [erythema], itching (lower leg) [pruritus]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a health care professional (hcp) regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated synvisc (hylan gf 20) injection, 2 ml, once in an unspecified location. The lot number of synvisc was not provided. On (B)(6) 2012, prior to administering the second injection, the physician noted cellulitis of the skin on the pt's lower leg. The pt's event was medically significant. The therapy with synvisc was temporarily discontinued. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event was not provided by the reporting hcp. F/u info was rec'd on (B)(6) 2012 in the form of qa (quality assurance) investigation summary. F/u info was rec'd on (B)(6) 2012 from a physician regarding pt's relevant medical history, adverse event description and treatment medication. The event of cellulitis of the skin on her lower leg was replaced with erythema and itching (low leg). The pt had osteoarthritis in both the knees since four yrs, moderate in intensity with joint narrowing. The pt's medical history was significant for previous medical device implantation with synvisc for viscosupplementation. On (B)(6) 2012, the pt rec'd synvisc into the left knee. On the same day therapy with synvisc was discontinued. On (B)(6) 2012, the pt experienced erythema and itching on lower leg (suspected diagnosis was cellulitis or allergic reaction). The company assessed the events of erythema (lower leg) and itching (lower leg) as medically significant. The pt rec'd treatment with topical antibiotics. On an unspecified date, the pt recovered from the events of erythema (lower leg) and itching (lower leg). The events of erythema (lower leg) and itching (lower leg) were assessed as mild in intensity. The reporting physician assessed the relationship between synvisc and the events of erythema (lower leg) and itching (lower leg) as possible.